Event description:
Healthcare professional reported, a left side baker iii, contracture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat. Cloudy and bubbles were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker iii contracture.

Event description:
Healthcare professional reported a left side baker iii contracture. Device has been explanted and replaced.